Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17876). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when non-dependent asymptomatic patient presented in clinic for follow up, the device was not able to be interrogated. Premature battery depletion was suspected. The device was explanted and replaced when interrogating with different programmer was unsuccessful.